Manufacturer narrative:
The product is not available for evaluation. The product remains implanted in the pt and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes; cardiac enzymes increase or ultimately lead to myocardial infarction in some pts. Based on the info provided, there are risk factors present in the pt's medical history, vessel/lesions characteristics (calcification) and inherent risk of procedure factors that may have contributed to this event.

Event description:
As reported by the (B) (6) study, the pt experienced a myocardial infarction approximately 16-24 hours following the index procedure. The day after the procedure, the pt experienced a mild rash. The target lesion was located in the proximal right coronary artery. The lesion was described as de novo, 75% stenosed, 10mm in length, with calcification. The reference vessel was 3.5mm in diameter. The lesion was predilated and a 3.5 x 18 mm cypher stent was successfully implanted at 16 atms. Residual stenosis was 0%. Pre and post timi flow was 3. There was no dissection or thrombus. Approx 16-24 hours post procedure, the pt experienced a myocardial infarction. No treatment was given for the event. The day following the index procedure, the pt experienced a mild rash. The mild rash resolved without sequelae. According to the investigator, the myocardial infarction and mild rash were possibly related to cordis product. She had an abnormal myocardial perfusion stress test with inferior peri-infarction ischemia, so the pt came in to have a heart catheter procedure. Pre procedure enzymes were all normal. The cause of the myocardial infarction was peri-procedure infarction from the percutaneous coronary intervention. No treatment was given for the myocardial infarction. The pt was just under observation for an add'l day with cpk, ck-mb and troponin levels drawn. The stent to vessel sizing was 3.5 by 18mm, the vessel rvd was 3.5. There was no distal disease left untreated. Healthy tissue to healthy tissue was covered by the stent. A non-cordis balloon was used to post-dilate the stent at 16 atms for 15 seconds. 7000 units of heparin was administered. Post procedure regime antiplatelet therapy consisted of aspirin and plavix. The pt was compliant with antiplatelet therapy. The pt is currently doing well. The pt does not have any allergies nickel, titanium or any other metal allergies. As reported by the (B) (6) study, a pt experienced a myocardial infarction approx 16-24 hours following the implantation of a cypher stent. Past medical history that may have increased this pt's risk for mace includes type 2 diabetes. Active smoker, obesity and allergy to tetracycline and hazelnuts. The indication for the procedure was an abnormal electrocardiogram and shortness of breath on exertion. The pt had an abnormal myocardial perfusion stress test with inferior peri-infarction ischemia. Pre procedure enzymes were all normal. The target lesion was located in the proximal right coronary artery. The lesion was described as de novo, 75% stenosed, 10mm in length, with calcification. The reference vessel was 3.5mm in diameter. The lesion was predilated and a 3.5 x 18mm cypher stent was successfully implanted at 16 atms. Post-dilation was conducted. Residual stenosis was 0%. Pre and post timi flow was 3. There was no distal disease left untreated. Approx 16-24 hours post procedure, the cpk, ck-mb and troponin levels were elevated and a non-q wave myocardial infarction was reported. There was no evidence of stent thrombosis and it did not require revascularization. The reporter indicated that it was an intra-procedural mi. No treatment was given for the event. The pt was kept under observation and follow-up enzyme levels were performed. The pt was discharged the next day in stable condition.